Event description:
It was reported that the customer received an occlusion alarm. During system check with tandem technical support, the luer lock was found to be loose and leaking insulin. The customer indicated that tubing and cartridge would be changed. Reportedly, customer blood glucose level was impacted (407 mg/dl).

Manufacturer narrative:
Follow up on (B)(6) 2014 indicated that the customer's blood glucose level remained elevated (418 mg/dl). Review of pump history revealed that customer's last bolus was administered when the occlusion alarm occurred the previous day and 2.19 of a 5 unit bolus was delivered. Customer indicated that she would deliver a correction bolus. Additional follow up on (B)(6) 2014 indicated that the customer was "much better" and blood glucose level was normal. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.